Event description:
Information was received from a manufacturer representative (rep) and a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was outside a couple to a few weeks ago and fell. Caller states this past friday patient had been complaining of hip pain and hollering in pain. Caller stated the pain was at the implant site. Caller thought when they fell, they may have dislodged it and there was a short in the wire somewhere that keeps shooting pain and shock. Caller stated the programmer won't connect to the implant and they were wondering if they can get the programmer to shut off the device. Agent reviewed patient was implanted in 2015 and it is unlikely the implant is even on anymore. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent emailed a manufacturer representative (rep) to inform them. The rep called the patient and assisted them over the phone.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0mnbg implanted: (B)(6) 2015 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 13-aug-2018, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.